Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had an episode. The patient received shock and therapy was exhausted. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.